Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unit also received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that the cracks near the battery compartment. Nothing further reported.